Event description:
During a rotational atherectomy procedure, the guide wire fractured and the distal segment remains in the pt. The physician was attempting to ramp up to rpm's when the wire sheared off (outside the pt's body) near the touhy. No attempt was made at retrieval and the distal segment remains in the pt. Patient status is listed as "fine".